Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. No damages or defects were found that would contribute to infection. The cause of the reported infection could not be conclusively determined. No timeouts or drive stalls were seen in the download data.

Event description:
It was reported that the patient had been hospitalized with an infection on (B)(6) 2023. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include an infection, hyperglycemia, and irritation. The patient was prescribed cephalexin, 500 mg, to be taken 3 times a day for 1 week and told to get bactrim ointment and antibiotic soap. The patient was released same day following day. The pod was removed before the patient went to the hospital.